Event description:
Two micronesters were already deployed in gda (gastroduodenal artery). It was decided a 3rd coil was needed and a nestor coil was chosen. While deploying the final 6-7 cm of the coil, the microcatheter flicked out of position into the hepatic artery, deploying half of the coil over the origin of a feeder vessel to the tumor; which they wanted to preserve to enable them to administer sirtex through. The customer decided to retrieve the coil with a microsnare. All was going well until they noticed that the micronester was no longer moving in the gda and the density of part of the coil had changed. They then realized that they had stretched the micronester considerably. They attempted to push it back in using a guidewire up the selective catheter but when this failed, they had to leave the stretched coil from the gda to the common iliac in situ. Half of the nester remains intact inside the gda. The outcome/condition of the pt was not provided by the reporter.

Manufacturer narrative:
(B)(4): nonresorbable materials, unretrieved in body is not labeled. (B)(4): migration is not labeled. No product was returned; however, the customer did return several images from the case. The images show the coil partially located in the gastroduodenal artery (gda) as well as images of the attempted retrieval. An IFU is provided with this device that states: positioning of embolization coil should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Additionally, the first and last curl diameter are verified by quality control 100%. The migration of this coil appears to be due to its placement too close to the inlet of an artery. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.